Event description:
The customer reported that during a lavh procedure, the physician inserted the device laparoscopically and clamped down the device on tissue, possibly the fallopian tube, and was unable to open the device. The physician cauterized the tube then removed the instrument. A new ligasure was opened and the case continued.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.